Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedance measurements, above 125 ohms. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This lead remains in service.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.